Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed the investigation. Failure analysis did not replicate nor confirm the customer's reported complaint. Visual inspection of the jaws and cables found no physical damage. The instrument was installed onto an in-house system and passed initialization. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired using a grey 30 reload. There was no problem detected. Additional observation(s) not reported by site: the instrument was found to have a firing failure based on log review. However, the firing failure was not replicated during in-house testing. The root cause of this failure is not determinable/applicable. The instrument was found to have an unclamp failure based on log review. The failure was not replicated during in-house testing. The root cause of this failure is not determinable/applicable. Visual inspection of the instrument found a staple lodged within the jaws. The adapters were not damaged. No additional damage was found on the distal end of the instrument. The root cause for the lodged staple is typically attributed to a component failure. A review of the instrument log for curved tip stapler 30 instrument (part number: 470530-08 batch/lot number: t10201120-0001) associated with this event has been performed. Per logs, the instrument was last used on (B)(6)2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the stapler jaws failed to open. At this time it is unknown if tissue was trapped between the jaws. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the curved tip stapler 30 instrument jaws would not open at all. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. At the time of the issue, the surgeon was stapling on lung tissue. While stapling, the stapler would no open on the tissue. The surgeon was suing a white reload at the time of the issue. The reporter clarified that the stapler was in use until it did not work. The surgeon did not encounter any obstructions nor was any buttress material used. The surgeon did not experience any clamping issues prior to the issue. It is unknown what the hold time was during the stapler sequence and the surgeon stopped squeezing the master tool manipulator. The jaws were stuck on tissue, but there was no adverse effect on it. There was no unexpected tissue removal and no bleeding was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: evaluation information can be found in the following fields: intuitive surgical inc. (Isi) has received the curved tip stapler 30 white reload involved with this complaint and completed the failure analysis evaluation. Upon visual inspection, the reload appeared to be unused and unfired. The reload was installed on an in-house stapler and placed on an in-house system and the following message was displayed, "used reload installed. Remove instrument and replace reload." This implies that the reload was previously placed on a system. The reload was disassembled in-house for inspection and found no damage. The root cause was attributed to non-device related factors.